Event description:
Customer reported that a malfunction occurred on the pump, which was preceded by a cutoff in cgm readings. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue happens again, which the caller acknowledged.